Manufacturer narrative:
Concomitant product(s): a 4511 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a "dip" (decrease) in right ventricular lead pacing impedance about two years ago and a lead warning for low impedance was observed. The lead was functioning normally and no noise was noted so the lead will be monitored and remains in use. No patient complications have been reported as a result of this event.